Manufacturer narrative:
This incident was sent to wmt on a medwatch 3500a for, report (B)(4). Wmt investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, as the screw was being placed, the head broke off. The distal portion was left in place in the bone. Implantation site/procedure: left proximal bone graft, left subtalar arthrodesis.